Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject coil was inspected prior to use, no issues were noticed, and a microcatheter was used with the subject coil. While there are a number of potential causes for the reported issue of main coil prematurely detached/separated during use and main coil stretched, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint reported for main coil prematurely detached/separated during use and main coil stretched.

Event description:
It was reported that endovascular coiling of anterior communicating artery (a com) aneurysm was performed in a patient. During the procedure initially guide catheter and microcatheter were used to reach the target lesion, when attempted to deliver the subject coil to the target lesion, the subject coil detached prematurely and got stretched inside the lumen of the microcatheter. The subject coil was retracted out of the patient's vascular anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that endovascular coiling of anterior communicating artery (a com) aneurysm was performed in a patient. During the procedure initially guide catheter and microcatheter were used to reach the target lesion, when attempted to deliver the subject coil to the target lesion, the subject coil detached prematurely and got stretched inside the lumen of the microcatheter. The subject coil was retracted out of the patient's vascular anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.